Manufacturer narrative:
No pt info available. System was tested with several successful subsequent uses with no repeated failures. Medtronic rep could not replicate behavior. Site used a new cranial reference frame and vertek arm for the subsequent procedures. No impact on pt outcome.

Event description:
Medtronic rep called to report the surgeon felt inaccurate after going sterile during a navigated procedure. The surgeon discontinued the use of navigation and proceeded successfully. No impact to the pt reported.